Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports: a left femoral puncture is made, and when trying to pass the catheter through the guide it does not advance generating resistance.

Event description:
The customer reports: a left femoral puncture is made, and when trying to pass the catheter through the guide it does not advance generating resistance.

Manufacturer narrative:
(B)(4). The customer returned an opened es-04522 set containing various components including a single lumen catheter, a guide wire and two dilators for evaluation. Visual examination of the guide wire revealed a single kink towards one end of the body. Both welds were observed to be full and spherical. No visual defects or anomalies were observed with the catheter or dilators. The kink in the guide wire was located 32 mm from one end. The outer diameter and overall length of the guide wire were measured and were found to be within specification. The catheter body overall length was also within specification. The catheter tip inner diameter was measured and is not within specification. The returned guide wire was not able to advance through the distal tip of the returned catheter. The guide wire was able to be passed through the extension line, juncture hub and catheter body but became stuck at the catheter tip. The catheter product drawing specifies "0.021 dia spring wire guide must pass from catheter tip through distal extension line hub" therefore the catheter does not meet the catheter specification. The guide wire passed through the two returned dilators with minimal resistance. A device history record review was performed on the catheter and guide wire and a relevant finding was identified. Catheters with malformed tips were identified during 100% gauge inspection for catheter lots 23c15d0959 and 23c15d0969. The customer report of resistance between the guide wire and catheter was confirmed through functional evaluation of the returned sample. The guide wire was able to advance through the catheter extension line and body but could not pass through the catheter distal tip. The catheter tip did not meet the dimensional specification and a device history record review revealed a manufacturing issue related to catheter tip inner diameter. Based on the condition of the returned sample and the device history review, the probable cause for this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.